Manufacturer narrative:
E1. Initial reporter telephone number : (B)(6). As reported, while using a 5f mynx control vascular closure device (vcd), the sealant protection of the device opens excessively, so the device couldn't insert into the sheath without resistance. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. There was blood on the protection tip. The device was used during a percutaneous coronary intervention (pci) using a retrograde approach, and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use (IFU). The vessel type was the femoral arterial, and its diameter was verified to be greater than 5 mm. The mynx vcd was stored and prepared according to the IFU. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No excess force was applied during insertion of the device into the sheath. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated from the device, and the stopcock was found opened. The sealant was found exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received. In addition, the balloon was received fully deflated. A dimensional test was not performed on the returned device due to the received condition of the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found to be exposed from the sealant sleeves due to the observed severely kinked/bent sleeves as received. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, a severely kinked/bent condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that no excess force was applied during insertion), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective preventative actions will be taken at this time.

Event description:
As reported, while using a 5f mynx control vascular closure device (vcd), the sealant protection of the device opens excessively, so the device couldn't insert into the sheath with resistance. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. There is blood on the protection tip. The device was used during percutaneous coronary intervention using a retrograde approach, and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use. The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. Mynx vcd was prepared according to the instructions for use. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity. The device was stored according to the IFU. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No excess force was applied during insertion of the device into the sheath. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation. Addendum: product evaluation shows the sealant was found exposed from the sealant sleeves.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.